Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). It was noted that the patient's anatomy was slightly tortuous. During the procedure, while attempting to advance a smart coil out of its introducer sheath and into the hub of a non-penumbra microcatheter, the physician experienced resistance and was unable to advance the coil. Therefore, the introducer sheath containing the smart coil was removed and the procedure was completed using six new smart coils, five additional coils and the same microcatheter without further issues. There was no report of an adverse effect to the patient.